Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Product requested, not yet received.

Event description:
During a procedure, the anterior resection guide fell apart while in the patient. All fractured pieces were removed from the patient. Another device was used to complete the procedure without delay.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under a legacy zimmer MFR number.